Event description:
Customer has reported that during a routine use of the item, surgeon noted how the product was getting harder to use.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Customer has reported that during a routine use of the item, surgeon noted how the product was getting harder to use.

Manufacturer narrative:
An event regarding mechanical jamming involving a femoral impactor extractor was reported. The event was confirmed. A material analysis report concluded that gouging was found between the rotating shaft and the main housing of the instrument. No material or manufacturing defects were observed on the surfaces examined. Medical records evaluation not performed because no patient information or adverse consequences were reported. No further patient information was pursued as patient factors are not believed to have contributed to the reported event. A device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed one similar event for the reported lot. No material or manufacturing defects were observed on the surfaces examined. The investigation concluded that mechanical jamming was caused by gouging between the rotating shaft and the main housing of the instrument. This gouging was consistent with a third body gouging but no evidence identifying the source of third body was discovered. The gouging caused metal deformation creating the increased difficulty in turning the shaft. No material or manufacturing defects were observed on the surfaces examined.